Manufacturer narrative:
D9: added the devices return information.

Event description:
The complainant reported their impella cp pump was in the priming process and alarmed that air was detected and de-airing was needed. Nurse went though de-airing process but at the end, the screen switched to placement screen and purge fluid was not noted to be coming out in front of impella motor. The staff was then walked through turning machine off and turning back on to go back through purge process, but would automatically go to placement screen with still no purge fluid coming out in front of monitor. Another de-airing process to prime the pump was attempted but with no success. A different purge cassette was also tried with no success. Another automated impella controller (aic) console was tried with same pump with no success. The decision was made to implant another/second impella cp pump. No patient harm has been reported

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Complaint coding was updated to better reflect the reported event. As a result, h6 health effect - clinical/impact and medical device problem coding were completely updated.